Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button sticking and rewind take longer. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that insulin pump had battery life diminished and reject battery. Customer stated that insulin pump was erased setting before when batteries replaced. Customer stated that insulin pump had back light lost brightness. The insulin pump will not be returned for analysis.